Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient went to the emergency room with hyperglycemia. The patient reported that they were unable to activate a pod as they were not communicating with the controller. The controller indicated there was more than 1 pod active. Additionally, the patient did not have a back up method of delivering insulin. The patient's blood glucose levels and which hospital they visited were not provided. Symptoms reported include thirst and nausea. The patient was treated with insulin and was provided insulin pens with fast acting and long acting insulin. The patient was released after 2 hours.